Event description:
It was reported that the right ventricular (rv) pacing threshold had increased. Subsequent x-ray confirmed that the rv lead had dislodged and perforated the heart. The lead was replaced without complication and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was also performed and indicated no blockage in the lead lumen. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the right ventricular (rv) pacing threshold had increased. Subsequent x-ray confirmed that the rv lead had dislodged and perforated the heart. The lead was replaced without complication. No additional adverse patient effects were reported. The lead was received for analysis.